Event description:
The customer reported to olympus, that the olympus endoscope reprocessor (oer) was used to improperly reprocess the colonovideoscope with an expired water filter. The water filter had not been changed since 2021, subsequently leading to the mismanagement of replacing the water filter in accordance with the instructions for use. There were no reports of patient harm, injury, or infection. Related patient identifiers: (B)(6).

Manufacturer narrative:
Additional information received from the customer confirmed that a third party company provided maintenance service to the hospital's equipment. The device was not returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. A definitive root cause was not identified in the primary complained device, however based on the results of the investigation, the probable cause of the malfunction would likely be related to the reprocessing process performed with an (oer-aw) endoscope reprocessor which was operated with an expired replacement limit of the water filter. The event can be prevented by following the instructions for use which state: chapter 7 routine maintenance: 7.2 replacing the water filter (maj-824). Replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. The water filter should be replaced by following the flow shown below. Olympus will continue to monitor field performance for this device.